Event description:
Same case as MFR ID #2134265-2011-04426. It was reported that prior to a stenting treatment procedure, stent damage occurred. During preparation a 3.0x24mm ion stent and a 3.0x28mm ion stents were noted as "crimped" prior to use. The procedure was completed with another ion stent. There were no patient complications reported and the patient status is fine.

Event description:
Same case as MFR ID #2134265-2011-04426. It was reported that prior to a stenting treatment procedure, stent damage occurred. During preparation a 3.0x24mm ion stent and a 3.0x28mm ion stents were noted as "crimped" prior to use. The procedure was completed with another ion stent. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus element/ion stent delivery system (sds), stent, and balloon protector with no original packaging or other devices. There was contrast in the inflation lumen. The balloon protector was returned loose on the distal shaft of the sds proximal to the stent. The balloon was tightly folded. The proximal end of the stent was 5 mm distal to the proximal markerband. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There were bent and flattened struts on several rows of the proximal end of the stent. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).